Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between the transfer set and the solution bag. This issue was further described as it was difficult to separate the two components during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. During microscopic inspection, a chip (insert) from dark blue connector/light blue mainbody was missing. Leak testing, clear passage testing, clamp function testing, torque testing, and seal surface testing were performed and passed. A short simulated therapy was successfully performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue was determined to be a manufacturing issue due to the missing chip. A CAPA is opened to address this issue. Should additional relevant additional information become available, a supplemental report will be submitted.